Event description:
Caller states the patient tested 4.9 inr on coaguchek system 1 and 3.1 inr on coaguchek system 2 during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch for suspect device in coaguchek system 2.